Manufacturer narrative:
(B)(6). (B)(4). Device broke intra-operatively and was not fully implanted or explanted. The retrieved head of the broken screw was discarded by the facility. The shaft remains in the patient. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a 4.5mm cortex screw snapped off toward the end of a dynamic hip screw (dhs) retrograde femoral nail procedure on (B)(6) 2016. During the initial portion of the procedure, a two-hole dynamic hip screw (dhs) plate was implanted along with one (1) screw. A competitor's retrograde femoral nail was then implanted to repair the proximal hip. During final tightening of the screw, the head broke off. The shaft was left in the femur, just below the plate. The head was retrieved and discarded. The procedure was completed with no reported surgical delay or additional medical intervention. The patient's postoperative status was noted to be stable. This report is 1 of 1 for com-(B)(4).